Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 23-jun-2022, the patient's mother reported that the patient's infusion set's cannula broke while the patient twisted the infusion set. The site location was the patient's thigh however, the needle was still not in the skin. Reportedly, they did not receive any medical treatment because of needle fracturing while in the body. No further information available.